Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During use for a cardiopulmonary bypass procedure, the perfusionist reported that the roller pump continue to rotate 90 degrees when the pump is set to zero. The customer would like 5 pumps to be serviced, however, it was not clear whether all 5 pumps have this issue. There were no adverse consequences to the pt reported as a result of this event. Note: additional serial numbers to be serviced include 17773, 17776, 17777, and 17769.